Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08-aug-2018 with the following findings: the keypad was peeling at the ok but all other keys were responsive. The keypad cover was removed and there was no contamination found under the key contacts. Additionally, the battery compartment was found to be cracked.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. There is no indication that the product issue caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.